Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon found that the tab breaker (p/n: 299704310 ) tip was broken during the surgery preparation (before sterilization) on (B)(6) 2018. The broken device will not be used for the surgery. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Further review of the complaint determined that the device did not cause or contribute to the breakage of the tab breaker tip. As such, the device is considered concomitant and non-reportable. No further follow up is anticipated.